Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an unspecified error code. The customer stated that the insulin pump had rejected new batteries, had to reset settings with battery change all the time, battery life decreased from first day 3-4 batteries a month. The reservoir did leak out while filling it. The insulin pump stopped in the middle of rewind and had unexplained random no delivery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.